Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0170289. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were provided for evaluation by our quality team. The sample came in an opened packaging blister. A visual inspection was performed with a 30x microscope and no defects or imperfections were observed. The one photo provided has an area circled with what appears to be foreign matter. Investigation conclusion: based on the investigation with the sample analysis the symptom reported by the customer could not be confirmed and an exact cause for this incident could not be identified. Root cause description: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure with the sample and photo provided. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok" tip syringe. The following information was provided by the initial reporter: "foreign material"